Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: state: (B)(6). E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent an unknown surgery with tfna implants and lc-lcp implants for atypical sub-trochanteric fracture. After surgery, it was found that there was a wide gap in fracture site and it was led to non-union, and that the nail was broken at the hole for a blade. The patient underwent the primary surgery on (B)(6) 2021. On (B)(6) 2021, the nail was broken. On (B)(6) 2021, the patient underwent the second surgery replacing the nail. (Reported by (B)(4). In the same surgery, lc-lcp implants were used in the patient. On (B)(6) 2023, a reoperation was performed. In the reoperation, the fracture site was returned to valgus position, autogenous bone graft and crushing of non-union site were done, and the fracture site was fixed with a plate upside down. The reoperation was completed successfully with no surgical delay. No further information is available. This pc is related to (B)(4). This complaint involves one (1) device. This report is for one (1) tfna fem nail ø12 r 130° l320 timo15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 04.037.252s. Synthes lot # h392258. Supplier lot # n/a. Release to warehouse date: 21.june.2017. Manufactured by: synthes monument. No non conformance reports were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.